Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Although product was not received for this particular complaint, further investigation into the reported issue identified that the root cause is due to inadequate gauging/inspection method. Corrective and preventive actions have been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of actual device¿s manufacturing history found no evidence of product nonconformance. A sample of unreleased devices revealed that some nails had malpositioned top, proximal holes. The sample nails still targeted appropriately when alignment was attempted; however, over-tightening the nails to the jig bolt resulted in misalignment. The most likely root cause of the event is the manufacturing nonconformance; however, over-tightening is also a contributing factor.

Event description:
During a tibial nailing procedure, the jig would not align the transverse screws properly. The procedure was completed free-hand.